Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of foreign material was unable to be identified. It was confirmed that the foreign material residue point was not deformed. However, the reprocessing status could not be confirmed as the information was unable to be obtained. The root cause could not be conclusively identified. The event can be detected and prevented in accordance with the following IFU: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 "preparation and inspection" describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 "cleaning, disinfection, and sterilization procedures" describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment city:(B)(6); added here due to character limitation in respective field.

Event description:
It was observed that during the device inspection, the colonovideoscope had foreign material in the nozzle. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.